Manufacturer narrative:
(B)(4). The complaint icon CPAP was returned to fisher & paykel healthcare in (B)(6) and was visually inspected. Results: visual inspection revealed that the strain relief of the power cord was broken. The inner insulation was intact and no copper conductor wires were exposed. The device's hour meter read 1,101 hours, indicating it had been used for approximately 138 days. Conclusion: based on the investigation conducted, the power cord may have been subjected to excessive force causing the reported damage. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occured after it had been distributed. The icon CPAP is designed to the electrical safety standards, (B)(4). The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to (B)(4). Our user instructions that accompany the icon CPAP humidifier state the following:- "only operate if the device, power cord and plug are dry and in good working order." "Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A patient reported via their healthcare provider that their icon CPAP humidifier had a damaged power cord and copper wires were allegedly exposed. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint icon CPAP is currently en-route to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A patient reported via their healthcare provider that their icon CPAP humidifier had a damaged power cord. There was no reported patient consequence.